Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user was able to pull versed and fentanyl from the machine using a fingerprint, even though another user was logged in under a different profile. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the controlled substance med-removal under the same user. A technical support specialist (tss) had reviewed station logs and confirmed that user had logged in at 08:01 am on 22 october 2025, with no prior authentication before that time. Tss found no errors had appeared in event or error logs and two medications had been removed without a stated time, and logs had shown three dispenses: two at 08:01 and one at 10:43 for a different patient. A reverification via biometric identifier had matched scores above the threshold, indicating a possible false positive. A production issue had been raised to inform development and request reproduction with detailed logging. Later, customer confirmed no issue since 22 october. The system functioned as intended when the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user was able to pull versed and fentanyl from the machine using a fingerprint, even though another user was logged in under a different profile. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.